Manufacturer narrative:
The customer reported the filter was leaking at the connection to the line, and returned a photo of a representative set, with circles at the points of concern. The reported issue happened on material 10013902, lot 25055500. The photo was unable to verify the failure, but was helpful in identifying the failure location. The root cause of this failure could not be identified without a replicated failure. The manufacturing plant was contacted about the failure, but the issue was unable to be traced to the manufacturing process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that experienced leaking of medication from the connection between the tubing and the line; the areas where leaking occurred is circled.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.